Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. There is no known patient involvement. Additional communication with the sales representative revealed that the customer has been changing the water on a daily basis and disinfecting weekly in accordance with current operating instructions. A sorin group field service representative was dispatched to the facility to inspect the reported contaminated device. The inspection of the outer and inner parts of the sorin heater-cooler system 3t revealed minor residuals and biofilm on the internal pumps and tubings. Based on the biofilm in the water circuits of the inspected device, sorin group (B)(4) has determined that the users have not strictly followed the cleaning and disinfection instructions outlined in the current IFU. The unit was taken out of service and is not currently in use. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. .evaluated on site by sorin service rep

Manufacturer narrative:
There was no patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. Additional communication with the sales representative revealed that the customer has been changing the water on a daily basis and disinfecting weekly in accordance with current operating instructions. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. There was no report of patient involvement.